Manufacturer narrative:
Sample was collected in edta 4ml, bd, non-hemogard tube. The 5c controls were run before and after the event, and were within limits. Sample was processed in the primary mode for original run and repeat run. There was no delta check in place at laboratory information system (lis), at the time of this event. The bsv was cleaned prior to the erroneous results bci field service engineer (fse) was dispatched for this event. Fse checked the instrument and found no problem with it. Review of raw data shows that the original run fit the typical pattern of sample settling (i.e. Sample mixing error). In sample settling, rba/hgb goes up and wbc/plt goes down when sample aspiration is from the bottom to the tube. The difference in mcv between the original run and the rerun may be due to other factors, such as aging. The second run was performed 21 hours later. Per labeling, misleading results can occur if the specimen is not properly mixed. Always use good laboratory practices to ensure specimens are appropriately mixed. Do not bypass or circumvent the automated mixing process used on the lh700 series. Root cause could not be determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the coulter lh780 hematology analyzer generated erroneous cbc results (high hgb, rbc and low wbc, plt, mcv) with no instrument flags for (one) 1 patient. The erroneous results were reported out of the lab and the hgb result was questioned by the physician. Subsequent run of the same sample was on the same instrument generated lower hgb. In addition,higher wbc, plt, mcv and lower rbc results were observed. No reports of death, injury, or change to patient treatment have been reported in connection with this event.